Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed intermittent loss of capture on the left ventricular lead. The patient was asymptomatic. The physician performed programming changes. The patient was stable throughout.